Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that a one touch verio iq meter was reading inaccurately high. The patient tests his blood glucose (bg) twice a day. He tests before breakfast and bedtime. The patient manages his diabetes with nph insulin taken twice a day. He takes a dose in the morning before breakfast and at night before bed. The dosages are self-adjusted based on his meter readings. The patient also takes three glucophage pills a day (before breakfast, lunch and dinner), one pill of januvia in the morning before breakfast , and two gliclazide pills (in the morning before breakfast and before dinner). The patient indicated that the alleged issue started on (B)(6) 2012 at 11:00 pm. The patient obtained a result of '11.5 mmol/l' at around 10:00 or 11:00 pm. His normal bg levels at this time are typically around 8.0 to 9.0 mmol/l. His normal dose of nph insulin at that time is usually 40 units of nph insulin before bed and he adjusts the dosage up/down depending on the result. Based on the '11.5 mmol/l' result, the patient took an extra 8 units of nph insulin that night. The next morning around 4:00-4:30 am, the patient allegedly developed symptoms of sweating, trembling, and confusion. The patient did not test his bg while he was symptomatic. He administered self-treatment by drinking juice. The self-treatment relieved his symptoms by 5:00 am. The next day, the patient tested his bg at 10:00 pm and got a result of '7.7 mmol/l' on the subject meter. Within 20 minutes, the patient tested his bg on another meter and got '6.2 mmol/l'. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy testing. The patient did not take any additional insulin based on the '7.7 mmol/l' result. At that point, the patient concluded that the result of '11.5 mmol/l' obtained on (B)(6) 2012 was most likely inaccurate. The patient did not report having the need to seek or receive medical treatment during the time of concern. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.